Event description:
The customer reported to baxter (B)(4) an unknown 3-way stopcock set that was leaking at the connection of the set and a veinous peripheric catheter. The condition was reported to have occurred during patient use. No patient injury or medical intervention was associated with this event. No additional information is available.

Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 85% stenosed long target lesion was located in the non-calcified and 70 degree tortuous right coronary artery (rca). The lesion was predilated with a 2.5x12mm non-bsc balloon. After implanting a 3.0x32mm taxus liberte stent in the lesion, it was noted that the distal section was not covered. A 3.0x16mm taxus liberte stent delivery system (sds) was advanced with some difficulty, however it reached the distal rca and the stent was deployed at 20atms/10sec. Post-deployment a long linear dissection was observed. To fix the dissection, the physician tried to advance a 3.5x24mm taxus liberte sds but it would not cross the previously implanted stent. The procedure was completed without additional intervention and the patient was put on observation and oral medication. No additional patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample revealed the chamber pip was still inserted in the tubing. The reported problem was confirmed; however, the root cause of this condition was not identified. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through tier ii (B)(4).

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.the exact product code was not provided and this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.